Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call. Correction on the mlurc.

Event description:
Consumer reported complaint for hi blood glucose test results. Granddaughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected blood glucose test result range is unknown (blood results are not regulated). Granddaugher stated a hospice nurse comes on wednesdays but the customer does perform her own blood glucose tests. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom and customer keeps in pouch on her walker. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is one week. Granddaughter was unsure if results provided were fasting or non-fasting, except for the blood test performed just prior to call since the customer had eaten crackers one hour prior to test. The meter memory was reviewed for previous test result history: result 1:hi 3/22 5:41pm non fasting. Result 2:hi 3/16 5:02pm unknown. Result 3:hi 3/15 6:29pm unknown. Result 4:341mg/dl 3/14 3:36 pm unknown. Result 5:578mg/dl 3/1412:17pm unknown.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 3/30/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Granddaughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected blood glucose test result range is unknown (blood results are not regulated). Granddaughter stated a hospice nurse comes on wednesdays but the customer does perform her own blood glucose tests. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom and customer keeps in pouch on her walker. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is one week. Granddaughter was unsure if results provided were fasting or non-fasting, except for the blood test performed just prior to call since the customer had eaten crackers one hour prior to test. The meter memory was reviewed for previous test result history: (B)(6).